Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a device lock-up condition that may prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.